Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. A representative sample was returned for evaluation. During the visual inspection of the representative sample, a pin hole was observed in the bottom foil cavity.

Event description:
During evaluation of a representative suture sample, a pinhole was noted in the bottom foil cavity of the packaging. There was no patient involvement and no adverse patient consequences reported.